Event description:
Report received of over-delivery of epidural morphine. The pt was receiving morphine at 2ml/h. The nurse reportedly hung three bags of morphine. The first bag was hung between 4-5:00 p.m. On the day of the event, the second bag between 9-10:00 p.m. Later that night and the third bag at 1-2:00 a.m. On the day after the event. It was reported that each bag was expected to last about 20 hours. After the first bag infused, the nurse and the nurse educator verified that the pump settings were correct. They also checked the bag, the tubing set, and the tubing connections and found no leakage. The pt experienced no numbness and was able to move all extremities. It was reported, as a precautionary measure, the pt received oxygen and continuous pulse oximetry. The pt reportedly did not experience any adverse effects.